Event description:
It was reported that a pediatric ilet user experienced hypoglycemia overnight while using ilet with a dexcom g7, with the caregiver noting the system indicated insulin delivery had stopped when the sensor showed 162 mg/dl; the lowest glucose reported was 51 mg/dl, and later readings were 76 mg/dl by sensor and 87 mg/dl by fingerstick. Symptoms included no reported clinical symptoms during the low. Outcomes included successful self-treatment with oral glucose tablets without hospitalization. Investigation included real-time troubleshooting and education, including review of how to access insulin delivery history on the ilet and confirmation of capillary glucose with a fingerstick. Investigation of this case revealed that the cause of the hypoglycemia remained unclear, and no device malfunction was confirmed during the call. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.